Manufacturer narrative:
Visual inspection: one rf probe was returned for analysis (electrode). Residues were observed on the device indicating use and handling. The electrode was kinked/bent approximately at 3cm from the tip. Functional inspection: a functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had bent. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was inserted into the patient it became bent. The procedure was completed with another of the same device. There were no patient complications that were reported.

Event description:
It was reported that the needle had bent. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was inserted into the patient it became bent. The procedure was completed with another of the same device. There were no patient complications that were reported.